Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problems(s): "footswitch would stop working" (device stops intermittently). The nurse reported that during surgery, the surgeon would step on the footswitch, it would function, and then just stop. The surgeon would press it down again and it would go for a while then it would stop again. The surgeon would not let them reboot the system. The surgeon was able to complete the case. The following case was canceled. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and found the high speed cutter was nonconforming. The psi regulator and high speed cutting solenoid were replaced. Preventive maintenance was performed. The system was then tested and met all product specification. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).